Event description:
This was cardiac lead extraction performed in the cath lab to remove 2 lead (ra and rv lead-263mths old) due to an infection. Lld-ez prepped, and began lasing the ra lead with 14f sls ii laser sheath. The ra lead was extracted successfully. There was the proximal part of the rv lead in right atrium without a locking device. The physician enabled the traction of the ra lead by connecting a snare to the ra lead. The md began lasing the ra lead with 14f sls ii but the laser sheath became difficult to advance. The md upsize to the 16f sls ii laser sheath and the rv lead was removed successfully. The patient¿s blood pressure dropped and confirmed that a cardiac tamponade occurred. A pericardiocentesis was performed and the patient was stabilized.